Manufacturer narrative:
.

Event description:
Customer reported to beckman coulter, inc. (Bec) that some patient samples cycled on the coulter ac t diff analyzer on (B)(6) 2012 recovered lower than normal hemoglobin (hgb) count based on the patients' clinical profiles. Customer reported that cell control recovered within the table of expected results. Customer reported that erroneous results were not reported out of the laboratory. Customer reported that they sent some of the patient samples to a reference lab. Customer indicated that the reference lab results were reported as correct to the doctor. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they replaced the peristaltic tubing and filters on (B)(6) 2012. Customer reported that cell controls recovered high red blood cell (rbc) and hgb outside the expected range after replacement of the parts. Bec customer technical specialist (cts) assisted the customer via the telephone with troubleshooting. Cts instructed the customer to stretch out the peristaltic tubing and then reattach the tubing. Cts instructed the customer to clean the rbc count line, the waste line, the probe wipe block, the prime sweep flow and replace check valve 2. Customer indicated that they performed a startup and ran controls after the repair and all parameters were within specifications.